Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device check in clinic, numerous inappropriate auto-mode switch episodes due to far r-wave oversensing were observed. Programming changes were made. Low amplitude r-waves was observed. Further programming changes were made to resolve this issue. The patient was stable and did not experience any symptoms before, during, or after these findings.